Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook acrobat calibrated tip wire guide was used. Prior to advancing the device down the endoscope, both the wire guide and sphincterotome was flushed with saline. An advanced trainee began the case and was able to cannulate quickly using the wire guide and sphincterotome. They exchanged to a cook fusion quattro extraction balloon and advanced it through the endoscope to the elevator. Resistance was then felt and the balloon could not be passed into the common bile duct. They then switched to another MFR's extraction balloon, and it also could not be advanced into the duct. They removed the balloon and inspected the wire guide using the endoscopic image. A break or bulge was noted in the coating of the wire guide. The wire guide was removed and inspected by the physician. The break in the coating was confirmed to be around the 25 cm marker. See MDR 1037905-2013-00766. Another cook acrobat calibrated tip wire guide was used to complete the procedure without further incident. After the procedure was complete and the wire guide still in the duct, the physician took over and attempted to reproduce the break in the coating of the first wire guide. They closed the elevator onto the wire and pulled excessively, and they were not able to reproduce the break initially. They attempted this at various points on the wire guide, and at the 25 cm marker the break in coating occurred. They then tried to pull the wire guide coating at the 15 cm mark to see if it would pull completely off, but there was no movement in the coating. See MDR 1037905-2013-00767. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. There is damaged to approximately 2 cm of the coating of the wire guide approximately 25 cm from the distal end. Part of the coating has frayed but not separated from the wire partially exposing the core wire. There is also a damaged section of coating approximately 100 cm from the proximal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report, the procedure was completed successfully. After the procedure was completed successfully the user tried to get the device to fail. They closed the elevator onto the wire and pulled excessively, and they were not able to reproduce the break initially. They attempted this at various points on the wire guide, and at the 25 cm marker the break in coating occurred. Then the user attempted to pull the wire guide coating off at the 15 cm mark, but there was no movement in the coating. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.